Event description:
The customer returned the rhinolaryngo videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that foreign material in the bending section cover was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the foreign material in the bending section cover, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.